Event description:
An alarm issue was reported with the adc device. Customer reported the low glucose alarm did not sound and as a result, they became hypoglycemic and experienced "emotional swings, trembling, confusion". Customer was unable to self-treat and required treatment of apple juice provided by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The freestyle librelink compatibility guide contains smartphone compatibility information with the use of freestyle librelink and states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.